Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was hospitalized following a stroke, unrelated to their implanted pacemaker system. During evaluation, the patient was noted to have episodes of atrial flutter. There was also noted to be some fine noise on the patient's right atrial (ra) lead, as well as some atrial undersensing and far-field oversensing of ventricular signals, on the atrial channel. Additional information was reported indicating that the ra channel had high out of range pace impedance measurements, for over a year. As a result, myopotential noise oversensing was observed. The noise and impedance measurements could not be reproduced. Technical services discussed programming optimization options to reduce the sensing issues. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.